Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented with low shock impedance measurements, which was a decreased from the implant procedure. The patient had received an appropriate anti tachycardia treatment due to a sustained tachycardia episode with no oversensing or delivered shock therapy. It was noted that at the most recently follow up defibrillation testing was performed and was successful with a 31 j shock with the shock impedances being 34 ohms, while after the defibrillation testing the shock impedance was 37 ohms. Data was sent to boston scientific technical services (ts) for review. A review of the data files by ts confirmed a drop in shock impedance measurements immediately after the patients bypass surgery. A drop in the pacing impedance measurements which were not out of range was noted on the right atrial (ra) and right ventricular (rv) leads, while the intrinsic amplitudes remained stable. It was noted that the patient had atrial fibrillation and several anti-tachycardia response events were stored. Ts noted that based on the data review there was no evidence for malfunction, however was not clear what may have caused the lower impedance values on all leads; it may suggest changes in patient condition, medication, electrolyte balance. Monitoring the patient was discussed. No adverse patient effects were reported, and the system remains implanted.